Manufacturer narrative:
(B)(4).

Event description:
This lead had high impedances and was explanted and replaced. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 20.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were received for an analysis. The visual inspection revealed multiple signs of wear along the lead fragments. Furthermore severe extraction damages were observed such as cuts in the insulation. Blood penetrated the lead in these regions. Particularly the area of the shock coil was severely deformed. The shock coil was shifted distally and the insulation underneath was torn up and the conductor cables to the ring electrode and to the shock were found pulled out of the lead. Apart from the severe extraction damages no deviations were noted that might have contributed to the reported clinical observations. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.